Event description:
It was reported that the device would not hold a charge. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual test were performed and the reported issue was duplicated. The cause of the reported issue was due to the communication module. As a result, the downstream occlusion seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.